Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a balloon rupture and a dissection occurred, a taxus liberte' 2.75x24mm drug eluting stent was being used to treat a lesion in an unknown vessel. The stent balloon was inflated to 6 atm's when it burst while trying to deploy the stent. The ruptured balloon was removed and the stent was fully deployed with another balloon. A dissection occurred when the balloon ruptured. No further pt complications were reported. Pt status satisfactory.